Manufacturer narrative:
A specific root cause could not be determined. Based on the information provided for investigation, it is most likely the event was related to a calibration issue at the customer site. No adverse events were reported.

Event description:
The customer received questionable free t4 results for nine patient samples during two separate days. The analyzer used for testing was a modular analytics e-module, serial number (B)(4). The customer provided results for nine patient samples. Three samples had discrepant results. All repeat testing was generated from the same e-module. Patient 1, initial result was 1.7 ng/dl. The repeat result, generated (B)(6) 2011, was 1.4 ng/dl. Patient 2, initial result was 1.0 ng/dl. The repeat result, generated (B)(6) 2011, was 0.8 ng/dl. Patient 3, initial result was 1.7 ng/dl. The repeat result, generated (B)(6) 2011, was 1.4 ng/dl. The initial results were reported outside the laboratory and corrected reports were sent. The customer deemed the repeat results to be correct. No adverse events have been alleged regarding the discrepancies. The field service representative did not determine a cause. The customer replaced the reagent with a different reagent lot. The field service representative conducted performance tests which were all within specifications. The customer has seen better stability with the newer reagent.